Event description:
It was reported that during a procedure, the nc trek balloon catheter was being advanced through the guide catheter with excessive force and the hypotube shaft separated. The distal shaft had been advanced far enough to the vessel exiting the guide catheter. The distal shaft was retrieved by using a balloon catheter distal to the fragment and jailing the shaft and removing all devices as a unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. The nc trek catheter was not returned for analysis which may have aided in the investigation. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. In this case, it is likely that the excessive force applied to the catheter during advancement in the guiding catheter resulted in the hypotube kinking as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. Further manipulation would have contributed to the hypotube ultimately separating. It should be noted that the nc trek rx coronary dilatation catheter instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected for kinks during manufacture. Additionally, a sampling of units is destructively tested to verify lumen integrity.